Event description:
It was reported that during a ligament and suture reconstruction procedure, at the time of triggering the fast-fix 360 the regulator clicked, but the plug did not come out, it remained inside the fast fix. The procedure was completed no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the broken suture off the insertion device, t2 was still in the channel with the actuator bar under the implant instead of behind as designed. T1 was not returned. There is biological debris on the returned items. A functional evaluation of the returned device finds the actuation bar was initially underneath t2 but cycled as designed after it was removed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture specifications found a material certification of analysis is required with each lot. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include rough handling or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.